Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, a vh-3000 was opened and prepped for use. Prior to use, it was noticed that the insulation on one of the jaw tips did not appear to be not covered properly. A new kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
H6: the device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. The lot number could not be obtained so a lot history record review could not be performed. Internal file number - (B)(4).